Event description:
The customer reports a tc-c3 trolley is difficult to maneuver and has caused unspecified injuries to patients and staff (severity unknown). The customer further stated this has been going on for years. The wheels on this cart do not work properly. It takes so much effort/strain and full body weight to get the cart to stop or turn. It is a hazard, people's toes have been run over, they have run into walls and damaged equipment because of this problem. This cart does not work as it should. The only equipment on the cart is a cv-170, image stream box, and an lmd-2110md. Three different olympus reps have been notified of this issue. The first rep advised having the castors changed years ago. They were replaced by the field service engineer. The customer reported it helped for a little while but shortly after, the problem began again. The next rep to be notified offered a temporary solution and found an unused cart from another department in the facility. That helped for a couple of months until the cart was needed back in its original department. No permanent fix was provided. Additional details regarding the reported events have been requested with no response at this time. Case with patient identifier (B)(6) reports patient injuries. Case with patient identifier (B)(6) reports staff injuries.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 ¿ 00048. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, this is the first reported issue of this nature with this type of castor. Since products/parts were not returned, no meaningful investigation could be executed. This supplemental report includes corrections to e2, e3, and g2 from initial medwatch. Also, information added to h4. Olympus will continue to monitor field performance for this device.